Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had gone into their doctor for injections two weeks prior to report and it was found the implant and lead were pushed down from an accident in august. It was stated the patient would have to have surgery to revise the implant. It was noted the patient had been having bowel issues since the accident and they felt like they needed to go all of the time. It was noted the patient had a period of severe diarrhea around thanksgiving. It was noted the patient ¿could not produce much when they go.¿ it was stated they were taking laxatives and prunes to allow movement and they were having a ¿hard time to move it down and out.¿ the patient¿s status was unknown.